Event description:
It was reported that when using the bd pyxis¿ es refrigerator, low battery warning and backup battery failed after a power outage, and the medications were not accessible. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system exhibited a low battery warning. A field service engineer (fse) confirmed that the customer verified the refrigerator was unplugged for 6 hours and the backup battery was drained and resolved the error by recharging the battery. The system functioned as intended after the issue was resolved.